Manufacturer narrative:
Analysis of the AED's log files determined that, contrary to the customer's complaint, the battery was completely depleted. The log files did not reveal a specific cause for the battery depletion. The customer was requested to return the battery for further evaluation and testing; however, as of this date, the battery has not been returned. As a result, the root cause of the depletion remains undetermined.

Event description:
A customer reported that their AED reported a battery low warning. They reported this did not occurr during patient use.